Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing ipp was explanted and a new spectra penile prosthesis was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced scrotum infection leading to the procedure. There was no device malfunction associated with the explanted ipp. No more information available through physician. Should additional information become available, it will be provided.